Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. During a revision procedure to explant the system the tip of this ra lead could not be removed. The rest of this ra lead was explanted and discarded. No additional adverse patient effects were reported.